Event description:
The customer called technical support (ts) reporting that the device's screen display is black. The customer reported there was no patient involvement at the time the issue was discovered. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided parts ID for the user interface assembly and advised that the unit must have at least 2.10 software revision. Multiple attempts to obtain further information on the repair/service of the device have been unsuccessful. The complaint will be closed. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.